Manufacturer narrative:
A getinge service territory manager (stm) reported that the iabp was found to be in need of preventive maintenance (pm). The stm completed the pm with full calibration, and the iabp passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump (iabp) are not holding charge. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump (iabp) are not holding charge. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.